Event description:
It is alleged - a nurse and three other people were using a slider to transfer a pt from a radiology cart into a bariatric bed. Bed was in raised position. While standing on the floor, the nurse hit her kneecap on tubing at the end of the bed. Nurse was in the process of transferring the pt over the bed. The nurse received a knee contusion and sprain. She returned to light duty. We are told but cannot confirm that at a later date, she had knee surgery. Bed in proper working order. A rare unfortunate accident.

Manufacturer narrative:
Received report 7 months after incident. No injury reported initially. Original report indicated a bed from another MFR. We believe bed is a triflex ii. Original report stated nurse on bed transferring pt and knee dropped onto tubing at end of bed was incorrect. No malfunction of the bed; a rare unfortunate accident. We are currently unable to get serial number of the bed.